Event description:
A (B)(6) female patient was externally defibrillated. During servicing of the patient's monitor and electrode belt, a reportable problem was found. The monitor and electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to baseline. Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The territory manager (tm) confirmed that the patient was externally defibrillated. The cause for the open resistor is a shorted driven ground. The root cause of the shorted driven ground is the external defibrillation applied while the patient was wearing the lifevest. Device evaluation of belt sn (B)(4) has been completed. As received, the belt defibrillator testing. Upon evaluation, u727 and u728 (spdt analog switches with input logic translation) were internally shorted on the distribution node (dn) pca board. The root cause of the shorted components is the external defibrillation applied while the patient was wearing the lifevest. No adverse event resulted from the open resistor. The patient received a replacement monitor. Device manufacture date: monitor 04/01/2013, belt 04/01/2013.